Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a biopsy procedure the needle was tested without incident. After testing the needle the unit was unplugged from the outlet while in the armed position. The customer reset the unit, tested the needle again, and proceeded with the biopsy. While in the breast the needle would not turn and a grinding noise was heard. A few core samples were taken, but it was decided to suspend the procedure. The patient returned the next day and the biopsy was completed. No injury or misdiagnosis reported. This report is related to medwatch report # (B)(4).